Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). Complaint received as follows: "market country: (B)(6). Complaint description: non-deflation in use. The returned sample still carried the inflated balloon. No harm to pt. Remove the normal way."

Manufacturer narrative:
Malfunction of the product was due to collapsed inflation lumen found below the "y" junction of the catheter caused by the clamping during the catheterization process. Based on available info, our medical determination is that this malfunction is serious: because sometimes, surgical intervention is needed to remove a catheter whose balloon fails to deflate. Reported to the FDA on 03/05/2013.